Event description:
It was reported that one month after implanting the gastric band device, the surgeon noticed a rash on the area where the port was implanted. The doctor had to change only the port to avoid the redness from worsening. The original sagb gastric band was still implanted.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.